Manufacturer narrative:
Philips has investigated this complaint. There are two generation of wireless footswitches. The newest generation has a software bug which can cause loss of wireless connection, and philips initiated medical device correction z-0476-2022/field safety corrective action (2021-igt-bst-020) for this generation. This complaint is related to the previous generation of the wireless footswitch which is not affected by the software bug. It is unknown why the wireless footswitch did not work. There are currently no wireless footswitches or base stations available for replacement. The customer has a wired footswitch available for use. Updated codes based on investigation.

Event description:
It has been reported to philips that during procedure x-ray could not be activated with the wireless footswitch. The procedure was continued with the wired footswitch. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Event description:
It has been reported to philips that during procedure x-ray could not be activated with the wireless footswitch. The procedure was continued with the wired footswitch. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.